Manufacturer narrative:
In total harvest received 13 reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As part of an investigation gdp-10 product was inspected and 2/135 luer connectors exhibited a cracks. Based on this investigation field action will be initiate and gdp-10 product will be recalled. The district office will be notified.

Event description:
Site reported that gdp-10 harvest graft delivery system was inspected upon opening and that the luer connector was cracked. We opened the gdp and inspected the butterflies. We found a crack in two of them so we did not use them. There was no impact, injury or delays. We did not use these butterfly's and were able to use the other connectors in the gdp kit.